Event description:
Customer reportedly received results of 26 mmol/l and 7.6 mmol/l within 10 minutes on the aviva system. No actions taken based on the device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). Device received in a condition which made analysis impossible. Unable to test because a used strip was returned.

Manufacturer narrative:
The event occurred in (B)(6).